Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery. The 8 x 2.0mm quantum maverick mr balloon catheter was unable to cross the lesion; however, the physician advanced an unspecified balloon across the lesion and successfully pre-dilated it. Next, the maverick was advanced across the lesion; however, when the balloon was inflated to 14 atms on the second inflation, the maverick balloon ruptured. The procedure was successfully completed with a maverick 2.0x12mm balloon catheter. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
(B)(6). The returned device was received in a deflated state. Blood was present in the balloon and distal outer. Microscopic inspection of the balloon material revealed a balloon tear 1 cm proximal from the distal tip. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material, which would have contributed to the tear. No other issues were noted with the balloon material or with the ro markers. No other damage or abnormalities were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).